Event description:
One day after a lead revision (reason for revision not reported) the pt experienced stimulation in his right foot and it should have been in his left leg and back area. The device was reprogrammed twice, resulting in good coverage in the correct leg but the pt also felt stimulation on the opposite side and did not like it. Further info is being requested from the hcp.